Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away due to liver or renal failure. The caller stated that all of his organs were shutting down. The caller stated that he was wearing the insulin pump at the time of his death. Nothing further was reported.